Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be submitted.

Event description:
It was reported that the tip of the polyaxial driver, reform, broke during insertion of the screw. No patient injury was indicated.

Manufacturer narrative:
The driver's t20 drive feature has sheared off along a plane that is perpendiular to the driver's axis. Root cause is attributed to excessive torque. Review of manufacturing history records found a total of 10 pieces of lot 3339mm-r were released for distribution on (B)(6) 2015 with no deviation or anomalies. Two-year review of complaint history found one (1) previous report of this nature for the reported lot. No corrective actions are being recommended at this time since this device is being replaced by a new driver.